Event description:
A physician reported the color in the intraocular lens (iol) appears more yellow than usual and glistenings were observed on the posterior surface of the iol. There have been no pt issues related to these observations.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 05/16/2008.